Manufacturer narrative:
510 (k) # is k073231. Follow up # 1/supplemental report text (B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin3 lifted high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an error 5 message on their one touch ultralink meter. The patient mentioned that the alleged issue began on (B)(6) 2011 at around 12:00pom. Due to the alleged issue the patient was unable to obtain a blood glucose reading. Approximately 4 hours later, the patient developed symptoms of feeling extremely tired and had a headache. The patient then self-treated with glucose tablets/ glucose gel and did not seek any further medical attention or contact their physician for assistance. The technique of applying blood on the test strip was correct. This was not the first time the product was being used. The product was replaced. There is no evidence that the meter caused or contributed to an adverse event since the patient's symptoms are not suggestive of a serious injury. The patient self-treated and did not seek any further medical attention. The complaint is being reported since the error 5 message was not resolved.